Event description:
It was reported that the patient was experiencing shocking sensations and inadequate pain relief. It was reported that the patient had contacts with high lead impedances. The patient underwent a lead replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Exact date unknown, event occurred in the last month from the date the manufacturer became aware of the event.

Manufacturer narrative:
Sc-2366-70 sn: (B)(6). The returned lead was analyzed and x-ray inspection revealed that electrode no. 4 of the distal end had a fractured cable right at the weld nugget. The fractured cable was not exposed. This type of damage typically occurs when excessive tensile force is exerted onto the lead body. Bending the distal end could also cause cable fractures. With all the available information, boston scientific concludes that the reported event was confirmed. Review of the device history record revealed no anomalies. The lead damage resulted in the reported high impedances, shocking sensations, and inadequate pain relief.

Event description:
It was reported that the patient was experiencing shocking sensations and inadequate pain relief. It was reported that the patient had contacts with high lead impedances. The patient underwent a lead replacement procedure and was doing well postoperatively.